Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive for c. Tropicalis. The following information was provided by the initial reporter: customer received molecular fp for c. Tropicalis and staph epi from lot #3102725. After further investigation, customer is not able to confirm if patient care was changed.

Manufacturer narrative:
G5: PMA/510(k)# k222591. H6. Catalog: 442023. Batch no.: 3102725. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text: see h.10.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.